Manufacturer narrative:
Product development investigation was completed. Customer quality (cq) engineering investigation: this complaint is confirmed for the two returned devices (314.050 screwdrivers). The distal hex tips are cracked but not broken as reported. Part #314.05 lot #8324720 dimensional inspections at cq with reference to cannulated hex shaft component. The distal hex tip inside diameter measured 2.87mm which is undersized when compared to specification of 2.9mm +0.1mm. Visual inspection under 5x magnification revealed that the post manufacturing damage (cracked walls) have caused one wall to collapse internally thereby encroaching on the inside cannulation size. The distal hex tip hex wall to wall width ranged from 3.98mm - 03.99mm which is within specification of 4.0mm -0.02mm even though one wall has collapsed internally due to post manufacturing damage. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the dhrs. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended, unable to determine a definitive root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 314.05 / lot # 8324720: manufacturing site: (B)(4), manufacturing date: 20. Mar. 2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that two (2) cannulated screwdrivers and a periarticular reduction clamp were reported broken by the operating room. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 3 for complaint (B)(4).